Manufacturer narrative:
Upon further review of the latest tvt registry data received, additional events were identified, so the following fields have been updated. (B3, h1, and h10).

Manufacturer narrative:
Resubmitting corrected MDR to provide exemption number in provided field. No new information to report.

Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 1 event of device embolization for the sapien 3 in the mitral position. The average 'time to event' (tte, in days) for this event was 0.0. The device identification (di) numbers for edwards sapien 3 transcatheter heart valve are: (B)(4), (B)(4), (B)(4) and (B)(4). Per the instructions for use (IFU), valve embolization is a known potential complication associated with the use of transcatheter heart valves. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, specific procedural details are not available to determine potential contributing factors to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Thv/tvt registry alternative summary reporting adverse event submission for events received by ew during q3 for mitral serious injury events for the sapien 3 valve. This report summarizes 1 device embolization serious injury event submission for the sapien 3 transcatheter heart valve. The age for this event is 85 years. The breakdown for gender is as follows: 1 female.